Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-01695 and MFR. Report # 3005099803-2012-01710). It was reported to boston scientific corporation that a non-covered bsc metal stent was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement (date not provided). According to the complainant, the non-covered bsc metal stent (the subject of MFR. Report # 3005099803-2012-01710) was implanted to treat a malignant stricture within the common bile duct. Following the stent placement, tumor ingrowth occurred through the stent. A second endoscopic retrograde cholangiopancreatography (ercp) procedure was performed (date not provided). Due to the tumor ingrowth of the first stent, the physician attempted to place a wallstent covered biliary endoprosthesis (the subject of MFR. Report # 3005099803-2012-01695) inside of the existing stent. However, immediately following deployment of the stent, the stent "ejected out of place into the duodenum." The stent was removed from the patient. The procedure was not completed as the same device was unavailable. The physician plans to perform another procedure to implant a second stent. There were no patient complications as a result of this event.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-01695 and MFR. Report # 3005099803-2012-01710). It was reported to boston scientific corporation that a non-covered bsc metal stent was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement (date not provided). According to the complainant, the non-covered bsc metal stent (the subject of MFR. Report # 3005099803-2012-01710) was implanted to treat a malignant stricture within the common bile duct. Following the stent placement, tumor ingrowth occurred through the stent. A second endoscopic retrograde cholangiopancreatography (ercp) procedure was performed (date not provided). Due to the tumor ingrowth of the first stent, the physician attempted to place a wallstent covered biliary endoprosthesis (the subject of MFR. Report # 3005099803-2012-01695) inside of the existing stent. However, immediately following deployment of the stent, the stent "ejected out of place into the duodenum." The stent was removed from the patient. The procedure was not completed as the same device was unavailable. The physician plans to perform another procedure to implant a second stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4): stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully deployed. The stent wires on one end of the stent were uncrossed and damaged. An examination of the delivery system noted that the outer sheath is fully retracted. The distal end of the inner shaft is curved in appearance. The shaft of the device is kinked at several locations along its length. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.